Manufacturer narrative:
(B)(4). Date sent: 6/23/2021. H6: no device problem found (c19). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, tooling marks were found on the clasp beads. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the linx product code? Product code is lxmc13. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? On what date was the device implanted? On what date was the device explanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Answer = I have no additional info.

Event description:
It was reported that a linx device will be explanted on (B)(6) 2021 for unknown reasons.